Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had alarmed insulin flow block alarm. The customer's blood glucose level was 326 mg/dl. The customer was assisted in troubleshooting. The customer was assisted in performing 5 unit fill cannula test and the insulin exited through the tubing; however she performed 5 unit fill cannula test again and it was reported that no insulin exited through the tubing. The customer's other blood glucose values were 315 mg/dl and 112 mg/dl. The insulin pump will not be returned for analysis.